Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the air bag leaked and fell-off. The device was replaced and the patient was re-intubated. There was no patient injury.